Event description:
It was reported that the vns was scheduled for revision surgery to have the lead and generator replaced due to a sudden onset of painful stimulation in the throat, tightening in the throat during stimulation, protrusion of two tie downs in the neck, and an increase in seizure activity. The events were preceded by a car accident in which the seat belt was across the left neck. A diagnostic test was performed pre-operatively and yielded normal results, indicating normal device function. No x-rays were taken to rule out a gross lead break. The generator was replaced prophylactically, and the lead and tie downs were replaced as well. The explanted portion of the lead and the generator has been returned to MFR and analysis is pending.